Event description:
The pt reported that the buttons were not responding on the keypad. The "up" and the "down" arrow buttons have to be pressed multiple times to elicit a response from the keypad. The buttons did not have much bounce or spring back. The rptr denies damage to the keypad or exposure to moisture and cleaning products.

Manufacturer narrative:
The pump was returned to animas and the eval revealed that the keypad appeared to be intact with no lifting or peeling. The "ok" keypad button was intermittently responding. The "up" and "down" keypad buttons required excessive force to activate. The keypad was removed, all of the key contacts were observed to be misaligned, inverted and did not always spring back. There was also evidence of keypad adhesive found under all key contacts.